Event description:
It was reported that faradrive was selected for use. During the procedure, it was mentioned that the once transseptal puncture was performed with the versacross fixed sheath, it was replaced with faradrive sheath. When octaray catheter was inserted into the faradrive sheath, once flushed as usual, sheath leak was noted around the octaray. Sheath was not connected to the drip. Exchanged for the farawave catheter and no leaking was noted. However, exchanged for octaray to post map and leaking noted again. It was suggested to replace the sheath, but the physician did not agree. The procedure was completed with the same sheath. No patient complication was reported. The device is not expected to be return for analysis as it was disposed. It was further reported that no abnormalities was noted during preparation of the sheath. Once the mapping catheter was introduced, slow drip blood leak ( 15-20cc) out of the valve around the catheter was noted. Physician tried to keep the catheter as straight as possible.

Manufacturer narrative:
Additional information added to b5: describe event or problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that faradrive was selected for use. During the procedure, it was mentioned that the once transseptal puncture was performed with the versacross fixed sheath, it was replaced with faradrive sheath. When octaray catheter was inserted into the faradrive sheath, once flushed as usual, sheath leak was noted around the octaray. Sheath was not connected to the drip. Exchanged for the farawave catheter and no leaking was noted. However, exchanged for octaray to post map and leaking noted again. It was suggested to replace the sheath, but the physician did not agree. The procedure was completed with the same sheath. No patient complication was reported. The device is not expected to be return for analysis as it was disposed.